Event description:
The hcp reported that the patient experienced "severe lethargy". The patient was receiving intrathecal morphine sulfate via the drug delivery system. The dose was decreased. Patient outcome is unknown.